Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black screen was charge-coupled device -unit was broken while the user was handling the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image went black when the device was angulated in the up direction due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the image guide protector, switch box, switch 1 and the universal cord were discolored due to chemical stress. Lastly, it was observed that the insertion section had scratches due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had a black screen when using angulation. The reported issue occurred during preparation of use for diagnostic tracheoscopy procedure. The procedure was subsequently completed with the dame device with no delay. There was no patient/user harm or injury reported due to the event.